Event description:
The device (cev649-5b) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Eval of cev649-5b indicated that the sheat was damaged and presented with signs of impact and that the tube was sharply bent. The instrument sheath was most likely damaged by shock or abrasion during use of processing. The tube was most likely bent after being used with excess force. Note: this MDR is being filed as a result of an internal review of complaint from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's ref #: na. (B)(4).